Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that catheter leakage around catheter connector was found. No patient injury was reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was confirmed, and the damage appeared to be use related. One 7mm segment of 4fr single lumen groshong tubing was provided for investigation. A depth mark was observed at one end of the tubing segment. A black line was printed adjacent to the depth mark, which indicates that the catheter segment came from the proximal end of the catheter. A microscopic examination of the catheter segment revealed multiple slits in the tubing with sharp edges. The adjoining surfaces of the catheter were glossy and striated, which is indicative of a sharp instrument cut. The cross section at each end of the catheter segment was also glossy and striated. Due to the evidence of sharp instrument damage, the cause of the leak was determined to be use related. The product IFU states, ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that catheter leakage around catheter connector was found. No patient injury was reported.